Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was experiencing burning or stinging in the area of the device when "near antennas or cars/trucks with cb's." The patient also reported to have gotten "shocked twice at the mall by people who have wireless headsets." The device is still in use. No patient complications have been reported as a result of this event.